Event description:
It was reported that there was a volume discrepancy. The actual residual volume was greater than the expected residual volume. A catheter dye study and a rotor study were performed and were both successful. There were no patient symptoms reported, however, it was reported that there were no signs of under dose. Exact amount discrepancy was not given. As of (B)(6) 2012, reporter stated that the healthcare provider still had not figured out why the pump "has different volumes each time it is refilled." Additional information had been requested, however, was not yet available at the time of the report. The medication in the pump was gablofen (baclofen).

Manufacturer narrative:
Product ID: 8731, lot# b005840n62, implanted: (B)(6) 2004, product type: catheter. Product ID: 8596sc. Serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient was "doing fine" and the healthcare provider (hcp) planned on watching the next few refills.